Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow-blocked alarm even after changing the infusion set many times. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported recurring insulin flow blocked alarms after troubleshooting. The customer has tried all remedies or does not want to troubleshoot for recurring alarms. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals there were four (4) no delivery (insulin flow blocked) alarms, listed below: (B)(6) 2024 12:55:40 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. (B)(6) 2024 12:16:24 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. (B)(6) 2024 19:54:24 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. (B)(6) 2024 12:14:14 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) or motor assembly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical: scratched case. Insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.